Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 547 mg/dl). Insulin injections were administered to address bg. Pump supplies were changed multiple times. Pump system check was performed on the current supplies and air bubbles were observed in the tubing. Customer primed the air out of the tubing and resumed insulin delivery.